Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not able to close due to an obstruction they tried to recover the station, but it seems like the obstruction was not allowing the customer to recover the station. Customer stated that they opened up back panel and removed obstruction that was causing drawer was not close completely. Customer successfully remediated this issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not able to close due to an obstruction. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.